Manufacturer narrative:
(B)(4). Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose value was 30 mmol/l. Customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.